Event description:
It was reported that the cuff of a tracheostomy tube would not inflate. This was discovered during a patient procedure. The procedure was stopped and did not continue. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. Samples from the manufacturing stock were inspected and the reported defect could not be detected. All tracheostomy products undergo inflation and deflation testing prior to release. Any defects that are detected are removed from the lot. The device history record for this product was reviewed and all manufacturing controls were found to meet quality requirements.

Manufacturer narrative:
(B)(4).